Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, the investigation results show on one unused sample, the cannula housing guide needle septum is leaky. No adverse event was reported. The product was returned for product evaluation.